Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was foreign substance inside the air/water channel and cylinder of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 21-mar-2024. Additionally, the h6 medical device problem code is being corrected to "4048- failure to clean adequately." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. There was no physical damage where the foreign material was found. It was unknown if there was a deviation from the instruction for use (IFU) in the reprocessing steps for the area where foreign material remained. Therefore, a definitive root cause of the foreign material that remained in the air/water channel and air/water cylinder was could not be established. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.